Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when an attempt was made to open the vasoview hemopro 2 jaws an audible clicking was noticed at the beginning of the case; with the very first bite of tissue. It was noticed that cautery was not as effective (creating char and smoke but not cutting tissue) and the device did not burn correctly. The pre-cautery test was not performed. Power setting at 3. The troubleshooting steps taken included cleaning the jaws with a wet 4x4 to see if that was the reason for decreased efficacy (took 7-8 beeps to burn through tissue instead of typical 3-4). The jaws were inspecred to make sure there was no gross abnormality to explain the clicking. There was a delay in the procedure. The situation improved with a new set of jaws so could not have been the power box or cord. There was no patient harm.